Event description:
It was reported "floor rn was dcing pg catheter and when took dressing off arm there was no catheter attached to the hub. Could not see the catheter under the skin but patient said was tender. Did an x-ray inside the room and catheter was evident in the arm. Placement was r upper arm brachial. Did ultrasound of the area and there was a clot. Decision was to surgically remove and that is scheduled for today monday the (B)(6). Catheter was located right where insertion site was. The pg was put in by PICC team.." "On friday we had a patient whose powerglide was removed and the catheter was retained. We have saved the piece that came out, and the patient is going to ir today to try to remove the retained catheter." Additional info. Received: was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome: patient had to undergo ultrasound and then surgical procedure for removal, hospitalization was extended (patient was in process of being discharged when retained catheter fragment discovered) and a thrombus centered around the catheter in the proximal and mid segments of the deep brachial vein was also discovered in the process of locating the catheter fragment, so heparin therapy was initiated." How was the retained segment discovered?: discovered upon removal of non-intact catheter ¿ ultrasound verified are radiographic images available. Yes. Were all the missing/broken pieces retrieved and accounted for?: yes, removed under fluoroscopy. What type of imaging was used to verify broken piece in patient?: x-ray right arm and ultrasound. Any long-term patient harm?: undetermined ¿ hospitalization extended, surgical removal of catheter, thrombus formation around catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reft4458 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured catheter is confirmed. One 10 cm powerglide pro catheter was returned for evaluation. Blood residue was visible within the components. A complete break in the catheter shaft occurred at the proximal end of the catheter extending from the hub. Two kinks were visible 2.2cm and 3.5cm from the break location. Microscopic observation of the proximal break surface a rough and uneven break. An additional angled partial split was propagating from the break surface. The distal break surface was observed to be compressed with evidence of being kinked. The characteristics of the damage suggest that kinking, tensile, and torsional stresses likely contributed to the fracturing of the catheter during use; therefore, the complaint is confirmed.

Event description:
It was reported "floor rn was dcing pg catheter and when took dressing off arm there was no catheter attached to the hub. Could not see the catheter under the skin but patient said was tender. Did an x-ray inside the room and catheter was evident in the arm. Placement was r upper arm brachial. Did ultrasound of the area and there was a clot. Decision was to surgically remove and that is scheduled for today monday the (B)(6). Catheter was located right where insertion site was. The pg was put in by PICC team." "On friday we had a patient whose powerglide was removed and the catheter was retained. We have saved the piece that came out, and the patient is going to ir today to try to remove the retained catheter." Additional info. Received: ¿ was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome: patient had to undergo ultrasound and then surgical procedure for removal, hospitalization was extended (patient was in process of being discharged when retained catheter fragment discovered) and a thrombus centered around the catheter in the proximal and mid segments of the deep brachial vein was also discovered in the process of locating the catheter fragment, so heparin therapy was initiated." ¿ how was the retained segment discovered?: discovered upon removal of non-intact catheter ¿ ultrasound verified are radiographic images available yes. ¿ were all the missing/broken pieces retrieved and accounted for?: yes, removed under fluoroscopy. ¿ what type of imaging was used to verify broken piece in patient?: x-ray right arm and ultrasound. ¿ any long-term patient harm?: undetermined ¿ hospitalization extended, surgical removal of catheter, thrombus formation around catheter.